Manufacturer narrative:
Eval: no product was returned to assist in this investigation. An internal clinical review indicated that the event may have been caused by excessive prolapse of the graft.

Event description:
Pt went in for aaa repair in 2007. One main body stent and two iliac leg stents were placed. The pt went in for a second procedure three months later, for a limb occlusion. During the procedure, limb occlusion was ruled out, but the physician went ahead and treated it as though it was an occlusion. Visibility was not good but there appeared to be a 1 1/2 to 1 3/4 stent overlap. On the second procedure, the pt exhibited stenosis. On the follow-up the pt was fine and there were no occlusions.